Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 266 mg/dl at the time of incident. The customer other blood glucose level was 396 mg/dl. The user alleged the insulin pump was under delivering insulin. Customer was thinking that the pump was not delivering proper insulin. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer was treated with manual shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.